Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported than multiple pause events were identified and reviewed on an insertable cardiac monitor (icm). Upon analysis of the tracings, the episodes do not appear to represent true pauses, as significant artifact is present, particularly when gain is increased, which may contribute to false detections. Device movement related to changes in patient posture or positioning may also be contributing to the observed findings. Bradycardia events were reviewed and appear to be accurate. No symptoms were associated with the recorded pause events. The icm was explanted and will be returned for analysis; no additional adverse effects were reported.